Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be flowing out of the cartridge. Customer loaded a new cartridge resolving the issue. There was no impact to the customer's blood glucose level.